Event description:
It was reported that the right ventricular (rv) lead had high thresholds. Under x-ray, the lead appears to be in the same position as during implant; however, the physician suspects a micro-dislodgement or an exit block. The lead was revised and remains in use. No patient complications have been reported as a result of this event.